Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted due to subarachnoid hemorrhage (sah) via vp shunt on unknown date with unknown setting. Imaging was performed at the outpatient visit and the ventricle was slightly enlarged. Due to suspicion of obstruction the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; the rotation construct was in the up position. The valve was hydrated. The valve was tested for programming but the rotation construct stayed in the up position. The valve passed the test for occlusion. Due to the position of the rotation construct the valve was dismantled. Biological debris was found on the axle, on the ruby bushing and on the helical spring. The root cause for the rotation construct in the up position is due to biological debris and protein build up interfering with the valve mechanism. The possible root cause for the obstruction issue reported by the customer is probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion was noted with the valve.